Event description:
The physician achieved arteriotomy closure with a perclose a-t (the closer ak) device following an interventional procedure. It was reported that a few days later, the pt presented to the physician's office complaining of numbness and pain in their leg. A faint leg pulse was noted. An angiogram of the right femoral artery was perforemd which revealed an occlusion. It was reported that the physician utilized angiojet to suction out the thrombus. A percutaneous transluminal angioplasty was then performed to the site and blood flow was restored to the pt's leg. The pt was then transferred to their room. After an unspecified period of time, it was reported that the pt "lost their pulse." The pt was taken to surgery where it was discovered that there was a posterior wall dissection, thrombus, and a heavy fibrotic reaction. The perclose suture was still present at the closure site. A graft was performed and the pt is doing "fine."